Manufacturer narrative:
Device underwent a steady state pressure test to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and passed within the functional specifications. Original issue of high intraocular pressure could not be confirmed.

Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device was returned and visually inspected with no issues observed. Functional testing is anticipated but not yet complete. An addendum will be filed with testing results once complete. Conclusion not yet available.

Event description:
Iop rose higher than before surgery. At a reoperation, the device was explanted and a new device was implanted instead. After the reoperation, iop decreased and became stable.